Event description:
A report was received that a pt was experiencing inadequate stimulation. During the revision procedure, the physician discovered that the pt's paddle lead was broke. The paddle lead was explanted and a new paddle lead was implanted. The pt is reportedly doing well.